Event description:
Customer reportedly noted, there was no perforation in the opening of the fiter. Patient reportedly became hypoxic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.